Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right posterior tibial artery. A 2.0mm x 150mm x 150cm coyote balloon was advanced for dilation. However, upon first inflation at 8 atmospheres for 10 seconds the balloon ruptured at the middle in vertical form. The device was removed and the procedure was completed with a different device. No complications reported and the patient was in good condition after the procedure.